Manufacturer narrative:
(B)(4).

Event description:
It was reported that explant of device was recommended due to advisory recall issue. Patient is pacemaker dependent. The device showed back-up vii resulting in reset issue and no lv output was observed. The device was explanted and replaced. Patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.